Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01179-1 this medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01179. The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery 2 meshers failed to ratchet. The handle had to be rotated in a full 360 degree circle to draw the mesh graft carrier through the device. There was no patient involvement with no harm or delay reported. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.